Event description:
A consumer reported via social media a ¿near death¿ experience when using an unspecified bandage product. No additional details on event were reported. There was no allegations of health care professional consultation, ER visit or hospitalization reported. Based on available information ¿near death¿ considered as expression of consumer¿s perception of severity of the event. Consumer stated the following, ¿I wish they would come latex-free. By the way, not using natural latex is not a guarantee that it is latex-free. Before anyone says anything, I have been near death when using band-aids with latex.¿

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes and admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (¿jjci¿) to ¿kenvue brands llc¿ on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A2, a3, a4, a5, a6: age, sex, weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band-aid unspecified USA not applicable babgenusunsp. Lot number ni. D4: 510(k) exempt device I complaint. Upc, lot number and expiration date are not available for reporting. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. This case is being submitted as an overabundance of caution. The adhesive bandage and wrapper were product is sold is not made with natural rubber latex. Medical safety assessment was reviewed and consumer reported ¿near death¿ when using the product. No details on event reported like severe anaphylaxis or any life-threatening reaction. No health care professional consultation, ER visit or hospitalization reported. Based on available information ¿near death¿ considered as expression of consumer¿s perception of severity of the event hence case assessed non serious with severity as minor. H6: health effect clinical codes: e040203 ¿ refers to local reaction. F11- refers to minor injury/ illness / impairment. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.